Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's right hip was revised due to trauma (periprosthetic fracture). The patient had a femoral fracture. The stem was competitor product.